Manufacturer narrative:
(B)(4). Date sent: 09/10/2004. Info not provided during initial contact. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastric bypass with roux-en-y procedure, harmonic generator gave tone and indication that blade malfunctioned just after dividing the mesentery between staples (may have been in contact with staples). Device was removed from pt, cleaned and re-tested. At that point the distal tip of the blade broke off outside of the pt. There was not pt consequence.